Manufacturer narrative:
Exact date unknown, event occurred several months ago from the aware date.

Event description:
It was reported that the patient experienced hypersensitivity at the ipg site. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.